Event description:
Analysis of the returned device revealed a fracture in the catheter.

Manufacturer narrative:
One quadripolar, uni-directional, curve d, flexability ablation catheter was received for evaluation. The catheter shaft was noted to be fractured between electrode ring 2 and electrode ring 3. The conductor wires within the shaft were also noted to be fractured. Functional testing was not possible due to the aforementioned damage catheter to the catheter shaft. The fractured shaft and conductor wires is consistent with the reported display issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured catheter shaft and conductor wires remains unknown.